Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Device received cracked case display window corner. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received with scratched reservoir tube window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had fluctuating blood glucose. Customer's blood glucose ranged from 43 mg/dl to 370 mg/dl. High blood glucose persisted after set change. After troubleshooting, customer was advised to contact healthcare professionals regarding blood glucose. Customer agreed to return the device for analysis.